Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned to edwards for evaluation as it was reported by the hospital to not be available. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 25mm bioprosthetic valve was explanted at implant due to strut perforation of mitral valve muscle. Through follow up with the healthcare provider it was learned that the patient had severe posterior annular calcification and a small annulus. The 25mm pericardial valve was implanted and during the same procedure the patient underwent aortic valve replacement; tricuspid valve repair; coronary artery bypass grafting x2, lima to lad, saphenous vein graft to om1, saphenous vein graft to rca; complete left and right heart maze. The operative note indicated left ventricular repair of strut perforation with removal of mitral valve, patching of the left ventricle with the pericardium and replacement of the valve. The explanted device was replaced with another 25mm pericardial valve. The patient was brought to the ICU in critical condition. It was learned that the patient expired same day as explant procedure.